Event description:
It is reported this event occurred in the pulmonary medicine department. The guide wire met resistance when inserting through the valve of the syringe and the guide wire was kinked. As a result, a new kit was opened and the catheter was placed successfully. There was no reported delay in treatment. There was no reported patient injury, complications, or death.

Manufacturer narrative:
(B)(4).